Event description:
It was reported that device had premature battery depletion. The device was explanted. No further information is available at this time.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested using the automated test equipment system and no anomalies were detected.